Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the three dashes. This complaint was classified based on the customer care advocate (cca) documentation. The patient had not been testing for 2 months and now while attempting to test, she was pressing the m (memory) button to turn on the meter (use error), and it was determined during troubleshooting that this was when she was seeing the dashes. The patient was trained on the meter's memory and the issue was resolved. The three dashes message appears when one uses the m-button to turn the meter on and there is no result stored in the meter's memory. The patient also reported that the alleged issue first started on a week earlier, in the morning after breakfast at around 9:00 am. She stated that she increased her medication (glyburide, metformin) dose to twice a day when she could not get her meter to work. After taking this action, she felt thirsty and was drinking a lot of water. This complaint is being reported because the patient increased her dosage for the diabetes medication and experienced symptom of thirst. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.